Event description:
It was reported to boston scientific corporation that a obtryx ii, halo device was used during an obtryx ii placement procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient experienced a bacterial vaginal infection of mild severity. She was prescribed metronidazole on (B)(6) 2014, and the event resolved on (B)(6) 2014.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.